Event description:
It was reported that the lv (left ventricular) lead had increasing thresholds and impedance, no capture, and an apparent fracture. Due to this, the device was reprogrammed to rv (right ventricular) only. Recently, the rv lead had high impedance, oversensing, no capture, and an apparent fracture. Both the lv and rv leads were capped and the rv lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.